Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that while in use supporting the patient, the primary console indicated that the temperature of the pump was too high. The motor/pump felt very hot. There was a clicking sound from the motor. The motor/pump was exchanged. The patient was reportedly not harmed or injured due to the event. No additional information was provided.

Manufacturer narrative:
Additional information: the report of high motor and pump temperatures as well as clicking sounds being made by the motor could not be confirmed nor reproduced during testing of the returned motor. The returned motor passed incoming inspection. It was then connected to a test pump without any issues. The motor and a test flow probe were then connected to a test primary console and the system was operated for an extended period of time without any atypical alarms, temperatures, or events being reproduced. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined. The motor was returned to the customer and reports of similar events will continue to be tracked and monitored. Although the root cause of the reported event could not be conclusively determined, based on previous complaint experience, high temperatures and high currents can occur if the axial position of the rotor (pump) is not 90 degrees to the motor inlet. This can occur if the pump is incorrectly installed in the motor. When that occurs, the drive and currents can be approximately 5-6 times higher and the copper losses are approximately 25-36 times higher than during normal operating mode, resulting in high operating temperatures. An incorrectly installed pump can also result in atypical sounds and vibrations. A review of the device history records revealed the device met applicable manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.